Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely decreased alinity c carbon dioxide result generated on the alinity c processing module for one patient. The physician questioned the low alinity c carbon dioxide result when compared to the results from the blood gas instruments. The customer recalibrated the assay and repeated the sample which generated a normal result. The following data was provided: customer¿s normal range: 22 to 31 mmol/l 14aug2024 sid (B)(6)initial result = 19 mmol/l, reran post calibration = 22 mmol/l there was no impact to patient management reported.

Event description:
The customer observed falsely decreased alinity c carbon dioxide result generated on the alinity c processing module for one patient. The physician questioned the low alinity c carbon dioxide result when compared to the results from the blood gas instruments. The customer recalibrated the assay and repeated the sample which generated a normal result. The following data was provided: customer¿s normal range: 22 to 31 mmol/l on (B)(6) 2024 sid (B)(6) initial result = 19 mmol/l, reran post calibration = 22 mmol/l there was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation for falsely decreased alinity c carbon dioxide result, while using alinity c carbon dioxide reagent lot unknown with alinity c carbon dioxide calibrator lot 44311fd01, included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history records review. Return testing was not completed as returns were not available. The data and information provided by the customer were reviewed and support the complaint issue. A ticket search by lot did not identify an increase in complaint activity for the current issue. A review of the complaint trending report did not identify any trends for the issue for the product. A review of the device history record did not identify any non-conformances or deviations with lot 44311fd01 and complaint issue. Labeling was reviewed and sufficiently addresses the customer's issue. As part of the troubleshooting, the technician noticed the calibration point level 1 was low and caused the calibration line to not be linear. Recalibration with a new lot of calibrator and same reagent lot resolved issue. The quality control was performing within the expected ranges. The samples were rerun and generated higher results. The customer ran precision for low and high controls that passed. No additional issues were identified. Based on our investigation, no systemic issue or deficiency of the alinity c carbon dioxide assay or the alinity c carbon dioxide calibrator lot number 44311fd01 was identified.